Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was telling her she had low blood glucose when did not. Customer's blood glucose was 159 mg/dl. Customer reported the cooper wire on the sensor broke off when she removed it out of the body. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the senor had broken and missing parts; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.